Event description:
It was reported that patient implanted on (B)(6) 2023 with agk09070m is getting worse. It was reported that the patient is allergic to nickel.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Any documented or suspected material sensitivity is clearly contraindicated in the labelling. Since the issue cannot be confirmed due to lack of evidence like the device and patient¿s information, a definitive root cause cannot be given. However, based on available information, the issue is most probably related to user and patient related factors. It is the responsibility of the surgeon to check the allergies of a patient prior to the implantation. Also when checked the chemical composition of the screw shows that its does not contain nickel. If any further information is provided, the complaint report will be updated.